Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, stroke); (unknown cause of event). Conclusion: (unknown cause of event); known inherent risk of a procedure (death, stroke).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately six months ago. The patient had a stroke after the tevar procedure. It was reported that the patient expired approximately one month post implant. The physician assessment states that the event was not related to the device. The cause of death is unknown. No further information was provided.